Manufacturer narrative:
Philips service replaced the mrc tube, calibrated the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that x-ray generation failed due to a grid switch fault on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.